Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they can't seem to get the "probe" in the right place. Patient said it was twitching in their right butt cheek. The patient also said the first time they put the device in they told the healthcare provider (hcp) it was twitching in their "right butt cheek" and the patient kept peeing all over themselves so 3 weeks later they had to go in and redo it again with the patient awake. The patient had the first implant revised and said it resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.